Event description:
Additional information provided 15apr2021: "the procedure was successfully completed with the complaint device.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was difficult to detach the filter, but finally the filter was successfully placed. No harm to the patient reported. Unfortunately, no product was returned to assist the investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter from the jugular introducer. However, the instructions for use caution that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: doctor was unable to get the ivc filter to detach from the deployment system. He states that he had the sheath pulled back and away from the filter, however something inside of the deployment system was still attached to the filter. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.